Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information damage to the lungs, irritable cough and fear of serious illness. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Pr (B)(4) / MDR 2518422-2024-14889 is a duplicate of pr (B)(4) / MDR 2518422-2024-05662. A duplicate report was filed in error under MDR 2518422-2024-14889. Please refer to pr (B)(4) / MDR 2518422-2024-05662 for all reporting purposes.